Event description:
Boston scientific received information that this right atrial (ra) lead dislodged when the patient sat up after the implant procedure. Additionally, intermittent loss of capture (loc) was noted, however, there were no patient symptoms. The physician performed a revision procedure to successfully reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.